Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. At the previous device check on (B)(6) 2017, the estimated longevity was 1.4 years until elective replacement indicator (eri). During device check on (B)(6) 2018, the estimated longevity was 6.6 months until eri. It was determined that the programmer had given an overestimation of the midlife plateau phase during the previous device check. That patient would continue to be monitored.

Manufacturer narrative:
Analysis was normal. No anomalies were found. No battery reading anomalies encountered at the time of analysis.